Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies. The cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in the (B)(4), at the implant of a 20 mm sapien xt valve, the valve was crimped in the wrong way. The doctor did not notice and the valve was implanted inside a pre-existing mosaic valve. Unfortunately patient passed away.

Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies. The cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in the (B)(4), at the implant of a 20 mm sapien xt valve, the valve was crimped in the wrong way. The doctor did not notice and the valve was implanted inside a pre-existing mosaic valve. An additional 20mm sapient xt valve was implanted in the correct orientation and at last report the patient was okay.